Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a sleeve gastrectomy procedure the jaws bent on the first firing over thick tissue. The device was able to be removed and when putting in another unknown reload the device would not fit through the 12 mm trocar. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2017. D4: batch # p56t92. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.